Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot device history reviewed on 19 dec 19 0 non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) released. There are no anomalies associated with this lot. H10 additional narrative: added: h6 (patient codes). H6 patient code: no code available (3191) used to capture the joint instability.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface. The manufacturer of the cement is unknown. It was also stated that the femur was revised. Doi: approximately 5 years ago. Doe: (B)(6) 2018. Right knee.